Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported failure to deploy was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. A query of the electronic complaint handling database indicated there had been no similar incidents of failure to deploy reported for this lot. It was reported the device was used with a 6f sheath. The instructions for use, states: the prostar xl 10f pvs system is indicated for the percutaneous delivery of sutures for closing the common femoral artery access site and reducing the time to hemostasis and time to ambulation (patient walks 10 feet) of patients who have undergone catheterization procedures using 8.5 to 10f sheaths. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that prior to an abdominal aortic aneurysm (aaa) repair procedure, placement of the suture using the preclose technique was attempted in the right common femoral artery with the prostar xl device. Reportedly, while pulling back on the handle to deploy the needles, it appeared the sutures were "bunched up" and the needles did not exit. The procedure was stopped and the sutures and needles of a second prostar xl device were successfully placed. The arteriotomy was 6f. The sheath was upsized to 12f for the aaa procedure. After the completion of the aaa procedure, the successfully preplaced sutures of the second prostar xl device achieved hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician is reportedly trained in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). Patient weight reported as (B)(6). Indication for use, used to address that the prostar xl 10f device was used in a 6f right common femoral artery. The instructions for use states: the prostar xl 10f pvs system is indicated for the percutaneous delivery of sutures for closing the common femoral artery access sie and reducing the time to hemostasis and time to ambulation (patient walks 10 feet) of patients who have undergone catheterization procedures using 8.5f to 10f sheaths. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.